Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported capacitor maintenance anomaly was not confirmed as it could not be reproduced during testing on the bench while performing manual capacitor maintenance charges. The device tested normally. The cause of the event observed in the field could not be determined.

Event description:
It was reported that prior to implant procedure while ICD was in the box, an error message was observed during capacitor maintenance check, stating unable to find the device via programmer. The device was not implanted.